Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had forgotten to fill the small end of infusion set tubing with insulin. Customer delivered a bolus resulting in only partial of the bolus being delivered to the customer along with air that was within the infusion set tubing. Customer's blood glucose (bg) level was 357 mg/dl.